Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced multiple intermittent occlusion alarms since (B)(6) 2016. Customer reported their blood glucose level was 210 (mg/dl) on (B)(6) 2016 and confirmed blood glucose levels had not been impacted due to the occlusion alarms in the past. The occlusion alarms were able to be cleared and the customer resumed insulin successfully for the past occlusions. On (B)(6) 2016 the a cartridge and site change were performed. Troubleshooting with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.